Manufacturer narrative:
Code 2687: the tip of the delivery catheter broke off in the patient and was secured to the vessel wall with an additional stent code 3191: additional stent required.

Event description:
It was reported that the patient presented with an occluded bare metal stent (lifestenttm, 6 mm x 120 mm, bard). A gore® viabahn® endoprosthesis with propaten bioactive surface was used to reline the occluded bare metal stent. It was stated, that the straight and non-calcified target vessel was prepared and a predilatation of the occluded bare metal stent was performed. Then the viabahn® endoprosthesis was smoothly advanced over a 0.018¿¿ guide wire (glidewire advantage®, 270 cm, terumo) and through a 6fr introducer sheath (destination® guiding sheath, 45 cm, terumo) to the intended location and the deployment of the viabahn® endoprosthesis was initiated. Reportedly, the viabahn® endoprosthesis started to deploy, but then the deployment line was broken. It was stated, that a visual inspection of the withdrawn broken part of the deployment line showed, that only the first 5 cm was normal aspect; further down the deployment line it had a fibered aspect. It was stated, that to continue the deployment of the viabahn® endoprosthesis, a longitudinal cut was made in the deliver catheter to retrieve the deployment line. By the first cut there was no deployment line. Therefore a second cut was made. There the deployment line was retrieved and an additional 10 cm of the viabahn® endoprosthesis could be deployed but then the deployment line broke again. A visual inspection of this withdrawn part of the broken deployment line showed, that it had the same fibered aspect as the previous one. It was reported, that by a third cut the deployment line was retrieved again and deployment of the viabahn® endoprosthesis could be continued for another 2 cm but then the deployment line broke definitive. It was stated 5 cm of the viabahn® endoprosthesis remained constrained. Reportedly, they used a balloon via a retrograde access to fully deploy the viabahn® endoprosthesis. It was stated, that the end tip of the delivery catheter broke off in the patient. They were not able to withdraw it from the patient. Therefore an additional stent was implanted distally to the viabahn® endoprosthesis to secure the tip to the vessel wall. It was stated, that angiography imaging showed perfect results and patency of the viabahn® endoprosthesis. The physician stated, that there were no acute health consequences for the patient, but because of the need to jail the broken tip by an extra stent and the resulting extended stented vessel length, the patient is more prone for new vascular problems in the future like thrombosis or intimal hyperplasia.

Manufacturer narrative:
The device remains implanted in the patient. Deployment knob, deployment line, delivery system were returned for investigation. A review of the manufacturing records indicated the device met pre-release specifications. The deployment knob, deployment line, and delivery catheter were returned. The distal tip was not returned. The deployment line was too tangled to measure. There appeared to be single fibers. The delivery catheter appeared to be cut in two sections. The first section attached to the hub measures 14 cm. Starting approximately 5 cm from the hub, the delivery catheter appeared to be cut longitudinally. Additionally there was columnar failure 8 cm from the hub to the end. The second section measures 118 cm including the distal shaft. This section also appeared to be cut longitudinally for approximately 1.5 cm and presented columnar failure. Another cut starts 5 cm from the end and measures 7 cm, with columnar failure starting at the same location and measuring 4 cm. A third cut starts 30 cm from the end and measures 4 cm. There is columnar failure present, spanning the length of the cut. The last cut starts 41 cm from the end and measured 5 cm and the entire length of the cut shows columnar failure. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
It was reported that the patient presented with an occluded bare metal stent (manufacturer unknown). A gore® viabahn® endoprosthesis with propaten bioactive surface was used to reline the occluded bare metal stent. It was stated, that the vessel was prepared and a predilatation of the occluded bare metal stent was performed. Then the viabahn® endoprosthesis was advanced and positioned at the intended location and they started the deployment of the viabahn® endoprosthesis. Reportedly, the first 10cm of the viabahn® endoprosthesis deployed perfectly. It was stated, that then the surgeon noticed that the deployment line was broken. It was reported, that then the surgeon cut the sheath to catch the deployment line and continued the deployment of the viabahn® endoprosthesis. Reportedly, during continued deployment, the deployment line got stuck. It was stated, that the surgeon removed the deployment line from the patient, however, 5cm of the viabahn® endoprosthesis remained constrained. Reportedly, they used a balloon via a retrograde access to fully deploy the viabahn® endoprosthesis. It was stated, that angiography imaging showed perfect results and patency of the viabahn® endoprosthesis.

Manufacturer narrative:
H6-code 4117: the device remains implanted in the patient. The deployment knob, deployment line, delivery system were returned for investigation. H6-code 213: the investigation results were updated based on additional information: the deployment knob, deployment line, and delivery catheter were returned. The distal tip was not returned. The deployment line measured approximately 177 cm with a knot at 34 cm and a single fiber coming out of the knot that measured 2 cm. Deployment line appears to be stretched. Fraying also appeared throughout the deployment line. There were frayed pieces of fiber that were returned measuring approximately 55.5 cm, 25 cm, 66cm, 15cm and 8.5 cm. The delivery catheter appeared to be cut in two sections. The first section attached to the hub measures 14cm. Starting approximately 5 cm from the hub, the delivery catheter appeared to be cut longitudinally. Additionally there was columnar failure 8 cm from the hub to the end. The second section measures 118 cm including the distal shaft. This section also appeared to be cut longitudinally for approximately 1.5 cm and presented columnar failure. Another cut starts 5cm from the end and measures 7 cm, with columnar failure starting at the same location and measuring 4 cm. A third cut starts 30 cm from the end and measures 4 cm. There is columnar failure present, spanning the length of the cut. The last cut starts 41 cm from the end and measured 5 cm and the entire length of the cut shows columnar failure. The pebax on the distal shaft appeared disturbed where the distal tip was once attached. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.